Event description:
It was reported that the customer received repeated bad battery alarms and the backlight was flickering. The customer also received failed battery test alarms. The spring in the battery compartment was corroded. His current blood glucose level was 134 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with all of the operating currents are within the specification, no unexpected low battery, failed battery test alarm, bad battery, off no power alarm or back light anomaly noted. The insulin pump has with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.